Manufacturer narrative:
The patient did not undergo a pocket revision as she is doing well following the increase in medication. A review of the manufacturing documentation of the implanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is experiencing pain at the pocket site that radiates through to the front of the body. The physician increased the patient's pain medication (percocet) and would like to perform a pocket revision.

Event description:
A report was received that the patient is experiencing pain at the pocket site that radiates through to the front of the body. The physician increased the patients pain medication (percocet) and would like to perform a pocket revision.